Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that their instrument was able to verify, but it was intermittently tracking. Technical services (ts) suggested removing all metal from the field. Length of delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
H2 additional information: section a, b5, d10, section e, and additional codes were updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 software, serial lot/sw version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue was related to the patient's positioning on the flat emitter. They were able to successfully register all instruments in a case later in the week and reported that there were no other issues at this time. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome. It was reported that the patient was low on the flat emitter, so all the instruments worked with the exception of the frazier and 70-degree suction, which flickered due to it being near the edge of the emitter.

Manufacturer narrative:
H3, h6: software was returned for analysis. It was determined that the site initially reported intermittent instrument tracking during a fess procedure. Technical services and subsequent field follow-up confirmed that the issue was related to the patient¿s positioning on the flat emitter, which caused certain instruments, specifically medtronic suction tool and 70-degree suction, to flicker when positioned near the edge of the emitter. All instruments functioned normally in later cases, and the manufacturing representative verified proper operation by testing the suction instruments on ahead model with no issues observed. Based on the information provided, software appears to be working as designed. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reportedthat the manufacturer representative (rep) tested each suction using a bert head model and each checked out good. The suction instruments were used for a couple cases by now without any issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.